Event description:
Before a coronary drug eluting stenting treatment procedure, stent damage was noticed. After removing the 3.50 x 16mm taxus express2 drug eluting stent from packaging stent damage was seen. The procedure was successfully completed with another 3.50 x 16mm taxus stent. No patient complications were reported. The patient status is reported as 'satisfactory/good.'